Event description:
It was reported that, "patient complained of pain. During the revision, the femur and tibia baseplate were well fixed doctor chose to replace the patella and tibia insert op notes and xrays not available-confidential."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR #9610726-2010-00310.